Manufacturer narrative:
The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned pump passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was clarified that the pump was replaced but not the catheter. The catheter was still in the patient.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_cath. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen at an unknown dose and concentration. The indication for use was not reported. It was reported that the patient developed bad healing, infection, and meningitis after implant. After taking care of these complications, the patient still experienced a lot of contractures despite the baclofen dosage increase. Therefore, it was decided to explant both the pump and the catheter. It was unknown if the device was replaced. The device would be returned to the device manufacturer. It was unknown if the issue was resolved. However, the patient's status was alive - no injury. There was no information regarding environmental, external or patient factors that might have led or contributed to the event. There was no information regarding diagnostics/troubleshooting performed. It was unknown when this event occurred. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. No further complications were reported.